Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defects were found. Manual testing was unable to be performed due to "call tech support" error on the screen. Testing was performed on the global receiver communication tool and no sound was heard the reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.